Event description:
The following was reported through a review of the multicenter observational study of glaucomatous asian eyes titled, ¿outcomes of istent inject combined with cataract surgery in asian eyes: australian data from the fight glaucoma blindness international registry¿. Reportedly following cataract plus trabecular microbypass stent system procedures in one hundred twenty-three (123) operative eyes of eighty-six (86) patients, four (4) eyes presented with hyphema, six eyes presented with intraocular pressure (iop) increase, two (2) eyes presented with macular edema, and ten (10) eyes presented with visual acuity (va) loss during a six (6) month postop examination. Additionally per report, four (4) eyes presented with hyphema, twenty (20) eyes presented with iop increase, one (1) eye presented with macular edema, and eight (8) eyes presented with va loss during a one (1) year postop examination; three (3) eyes presented with hyphema, eleven (11) eyes presented with iop increase, one (1) eye presented with macular edema, and eight (8) eyes presented with va loss during a two (2) year postop examination; one (1) eye presented with hyphema, and sixteen (16) eyes presented with va loss during a three (3) year postop examination. Any omitted information was not available at the time of report. Please see the article for further details. Reference doi:10.1007/s10792-024-03104-x.

Manufacturer narrative:
Additional information: a2, a3, b6, b7: mean and mode used. B3: publication date used as event date. H6:(patient code 4)- 2138. The devices were not available; therefore, product testing on the actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for the device lot numbers could not be reviewed. A review of the device labeling was completed. Hyphema, iop increase, edema and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Hyphema, iop increase, edema and decreased/impaired vision are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(6).